Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a leak and a crack in the pump connection tube. A patient outcome of stable was reported.

Manufacturer narrative:
Additional information received that there was a crack in the tubing.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a leak in the pump connection tube. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a leak and a crack in the pump connection tube. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested due to contamination. The tubing was found to be cut down to the pump block and was not returned. The product record review indicated that the reported events do not represent a new or unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific.product analysis can not be confirmed to allegation. An investigation conclusion code of cause not established was chosen, as product analysis could not identify the most probable cause of the pump tubing crack with no tubing returned. The product analysis results and event report provided no objective evidence that would warrant further escalation.